Event description:
Customer reported that a pt underwent a ventral hernia repair in 2008, and presented approx one week later with severe bowel adhesions. The pt was returned to surgery; a bowel resection was performed. Additional info was requested; no further info was received.

Manufacturer narrative:
Date sent to the FDA: 12/23/2008. Conclusion: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly.